Event description:
The user reported the air bubble detector did not function as expected. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.